Manufacturer narrative:
There were 3 devices used in the surgery and we are submitting 3 mdrs for the same event. List of products involved: blade: 1884006em, rad40: 4mm m4 rotate, lot # 218356289. Blade: 1884006em, rad40 4mm m4 rotate, lot #: 218356289. Blade: 1884006em, rad40 4mm m4 rotate, lot #: 218356289. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional that during endoscopic sinus surgery, the blade tip was damaged. There was no patient impact. The device had in contact with the patient and there was no broken pieces of the reported product remain inside the patient's body. The procedure was completed with back up device. Upon follow up it was reported that the device damaged while being used on a patient. There were fragments detached/came off from the broken device that fell into the patient but all were collected. The damaged part was retrieved using forceps while looking through an endoscope. The doctor checked the inside of the nose with the endoscope and confirmed that there were no leftovers.